Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00506.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after the use of the product.